Event description:
According to the reporter, "the side panel box label is missing on all the boxes. We cannot release them as is." The product was not released for distribution to the field.

Manufacturer narrative:
The product was returned to the manufacturer for rework to add the missing side panel. No product was released for distribution therefore there is no product on the field. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.